Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 800 mg/dl at the time of incident. The customer reported they began to hallucinate, vomit and lost control of their functions prior to being hospitalized. The cause of the customer's hospitalization was from diabetic ketoacidosis. Customer was released the next day after being treated with insulin. The customer declined to troubleshoot for their blood glucose. Customer also requested assistance with programming the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.